Manufacturer narrative:
(B)(4).

Event description:
The cartridge would not fit into the injector during preparation for surgery, the surgeon felt it was too tight. The lens was opened and not used, there was no patient contact or injury.